Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched and evaluated the customer's au5800 chemistry analyzer. The fse determined the failure mode was a defective buffer valve. The fse replaced the buffer valve to resolve the issue. The fse verified system performance and no further issues were reported. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrolyte (ise) patient results including sodium (na), potassium (k), chloride (cl) with quality control (qc) issues on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. Data was provided for two (2) patient samples.